Manufacturer narrative:
It is not clear which lot was implanted, but there were only two deliveries to this customer and we have checked the documentation of both. (B)(4). Device manufacture date: (B)(4).

Event description:
Screw breakage.